Event description:
During a procedure the ultrasonic output warning occurred and the device did not activate output at first use. Checking the probe, the probe tip broke off. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 18 mm from the distal end. There was no scratch at the broken point. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is highly likely that the physician activated the ultrasonic output while the subject "device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked." Since the crack occurred, the ultrasonic output error displayed and the generator stopped output. Consequently, during checking the device outside the patient body, the probe broke due to the stress by touching physically. Based upon the finding of the evaluation, this report appears to be related to user handling.